Event description:
The pump was returned for investigation. Investigation revealed that evidence of contamination found under all of the key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be intact; the symbols were found to be worn off the keypad. The keypad was removed and evaluation revealed evidence of contamination under all of the key contacts. (B)(6).